Manufacturer narrative:
The specific upn and lot number were not reported; therefore, the manufacture date and expiration date are unknown. However, it was noted that 17 patients had a 15-mm x 10-mm axios stent placed, and 13 patients had a 10-mm x 10-mm axios stent placed. Reported event stent occluded. Reported event of tissue overgrowth of stent. Journal article: walter d, et al. " eus-guided gall bladder drainage with a lumen-apposing metal stent: a prospective long-term evaluation." Gut 2015; 0: 1-3. The devices have not been received for analysis; therefore, failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article " eus-guided gall bladder drainage with a lumen-apposing metal stent: a prospective long-term evaluation" written by daisy walter, et al. According to the literature, axios stents were implanted in 30 patients as treatment for acute cholecystitis. Twenty two patients suffered from calculous cholecystitis. The age range of all patients included in this study was 68-97 years, with a mean age of 85 years. Eleven patients were male. None of the patients were eligible for elective cholecystectomy mainly due to their ongoing high surgical risk. Visualization of the gallbladder and determination of the optimal stent placement site was performed using linear-array endoscopic ultrasound (eus) and the stent was placed in the gallbladder via either the stomach or duodenum. The axios stent placement procedure was performed per protocol. All patients were treated with prophylactic antibiotics. Technical success of axios stent placement was defined as successful access to the gallbladder followed by adequate transmural axios stent deployment. Technical success of stent removal was defined as successful removal by esophagogastroduodenoscopy (egd) using a polypectomy snare or rat-rooth forceps in a single session. Technical success was achieved in 27 of 30 patients. Stent removal was achieved in 15 of 30 patients. Stent removal was not performed for the remaining patients mainly due to a poor clinical condition of the patient and/or patient's refusal. However, in three patients significant tissue overgrowth of the stent was experienced, precluding stent removal in two patients. For the patients in which stent removal was not performed, there were no stent-related complications during the mean stent indwell period of 364 days. Clinical success was defined as the resolution of clinical parameters of acute cholecystitis within 96 hours. The clinical parameters included abdominal pain, body temperature, white blood cell count, and serum c-reactive protein concentration. Clinical success was achieved in 26 of 27 patients. Two patients experienced obstruction of the axios stent, which resulted in recurrent cholecystitis. Four patients experienced serious adverse events that were possibly stent-related or procedure-related. One patient experienced melena and thrombus in the gallbladder and one patient developed jaundice and hemobilia. These events were deemed to be stent-related, and were reported to have resolved. It was also reported that two patients died (these events are captured in manufacturer report # 3005099803-2016-03326). The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.